Event description:
It was reported that the subject device had a cloudy image. The issue was found during setup /inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (cloudy image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fluid invasion of the main unit, scratches on the lens of the main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause is traced to fluid invasion of the main unit caused water droplets to adhere to the lens, resulting in fogging of the image, and regarding the new reportable findings found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.